Event description:
Reported blood glucose results of 204 mg/dl and 161 mg/dl" with a lifescan meter, performed within 20 minutes of each other. No injury or harm was alleged. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient performed two control solution tests, both failed. A replacement meter has been sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.